Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports the following: the surgeon noticed that, while inserting the screw, the metal coating of the screw head had peeled off. When the surgeon took the screw out, the metal coating was found to be scraped just below the screw head. Eventually, the screw was replaced by a new one and the operation finished with two minutes delay. This condition was noticed before fully embedding the screw in the plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code hwc. Device was not implanted nor explanted. No anomalies were detected during device history record review. No nonconformance reports were generated during production. Review of the device history record doesn't show that there were issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the device history record of the article was checked. According to the device history records, the whole lot was manufactured according to specifications. A visual inspection of the screw showed that there is a chip / burr below the screw head. Therefore, this screw was not manufactured according to specification. The manufacturing date of this complainant device was july, 2013. In context, modifications of the manufacturing processes were recently implemented in january 2015. So the current complainant part was manufactured before implementation of the measures. Based on the results of the investigation, the complaint can be confirmed, since the alleged failure (burr below the screw head) could be identified. The complaint is also rated as valid from manufacturing point of view. We are not aware of any other complaint of this nature for this article- and lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.